Manufacturer narrative:
A ge rep evaluated the system and found the hard drive filled to capacity with images. The customer had failed to delete past images, and was informed on the process for preventing the hard drive to be filled. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.